Event description:
The manufacturer received information from a third party service center alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's power management board and speakers were replaced to address the issues. The device was found to be contaminated from tobacco smoke.